Event description:
Knee joint flushing [joint irrigation], knee edema [oedema peripheral], knee joint pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012, from a physician via a sales rep regarding a male pt (age not provided), initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g- f20), three injections, dosage regimen not provided. The lot number for synvisc was not provided. One week after the injection, the pt reported that "he was flushed". The action taken with synvisc was not provided. The outcome for the event was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc and the event. The qa (quality assurance) investigation results were received on (B)(6) 2012. F/u info was received on (B)(6) 2012, from the physician which upgraded the case to serious as the pt underwent lavage. The pt was a (B)(6) male, initials (B)(6) with osteoarthritis. The pt's medical history was significant for previous treatment with non-steroidal anti-inflammatory drugs, steroids, visco supplementation and hyalgan. On (B)(6) 2012, the pt initiated the treatment with synvisc, bilaterally, dosage regimen not provided. The lot number for synvisc was provided. On unspecified dates, the pt experienced knee joint pain, edema and flushing. The pt underwent knee joint intervention. Arthrocentesis was performed and unk amount of fluid was aspirated and synovial fluid analysis was done which showed no wbcs and culture which showed no growth and no microorganisms. The events of knee joint pain and edema were reported as recovered with sequelae. The intensity for the events of knee joint pain and edema was severe. The reporting physician assessed the relationship between synvisc and the events of knee joint pain and edema as possible.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.